Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent a primary breast augmentation with mentor memorygel breast implants (525cc on the left side and 475cc on the right side) and experienced bilateral baker grade iii capsular contraction post-operational. As a result, the patient underwent device removal on (B)(6) 2019. This report is for the patient's right-sided device.